Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm and broken force sensor was detected during seating or regular delivery alarm. Customer stated insulin pump kept beeping. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer complained about the device having critical pump error (open book) and pump error 35 on event date of (B)(6) 2021. Device received with critical pump error (open book) with audio beep after battery insertion. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump error (open book). Unable to successfully utilize crest and thus to download history files and trace files due to critical pump error (open book). Device was cut open and swapped with a test pcba 1 and the device was still in the same state. Tested with a test p-cap and the test p-cap locked in place properly. With corrosion on the force sensor assembly, moisture damage on the motor assembly, moisture damage on the lcd assembly, moisture damage on pcba 1 and moisture damage on pcba 2 noted during visual inspection of the electronics. Device received with pillowing keypad overlay, faded/stained/peeling serial number label, missing end cap address label, cracked case at belt clip rail corner, cracked battery tube threads and scratched case. Device was confirmed for critical pump error with audio beep and unable to download due to moisture damage on pcba 2. Unable to verify pump error 35 due to download anomaly. Moisture damage noted on the electronics. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.